Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a waveone gold primary 6-file ster 21mm file broke during use. The broken part was not retrieved but incorporated into the filling.

Manufacturer narrative:
Investigation results involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. The batch number is known, certificate of conformity is available. We found during DHR review the following non-conforming material reports: qh #73413, issued during handles production for counting difference. The production was sorted. No relation with the subject of the complaint. Qh #73509, issued during files production for excentered stoppers. Production was handled through rw #1873459. The production was sorted. No relation with the subject of the complaint. For information, this is the second complaint received involving this batch number for this issue (previous complaint case-(B)(4) - product not returned - customer misuse).

Manufacturer narrative:
Additional information for the investigation results: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1878926). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique, overuse (using in a canal too curved as it could be the case here), excessive wear, patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode.